Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was progressive deterioration of the inner sheath opened on (B)(6) 2024. There was an appearance on (B)(6) 2024 afternoon of a coloration at 3 cm from the base of attachment to the outer cannula. Then on (B)(6), the wall that appeared thinner and transparent and more discoloration". There was patient involvement but no report of adverse event.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.